Event description:
It was reported that prior to the start of a da vinci-assisted liver resection surgical procedure, customer called to report that the 32321 faults returned. Customer stated that none of the consoles were connected when they came in the room. Customer deviated to another system and no troubleshooting was performed. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse log reviews, error 32321 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was taken to a programming station, where it was confirmed bricked. The ccc was installed to run unbricked program, during the programming the ip of the ccc board could not be detected. Therefore, the unbrick was unsuccessful. . The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.